Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic colorectal procedure converted to open due to device problem there was poor staple formation as the jaws of the ta criss-crossed/scissored when firing discovered after inspecting the staple line after a leak test observed leakage. The staple line was oversewn to correct the open tissue as well as reinforce the entire staple line. The procedure was delayed over 2 hours since there was a leak. There was extension of the incision due to the conversion to open procedure and additional tissue loss. It is reported that there was no further patient injury/issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the retaining pin was not fully retracted and there was tissue attached to the retaining pin. The single use loading unit (sulu) was fully fired with all top pushers flush to the cartridge and the bottom pushers fully advanced. The sulu was reloaded with staples and fired on test media. There were no functional abnormalities and the staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.